Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (display issue) issue. The reporter alleged that the display was hard to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/11/2013 with the following findings: the pump booted to the verify screen with dim pink contrast. Pump cover was removed and the oled screen was removed and replaced with a new test screen, contrast returned to normal with test screen. The display lens was found to be scratched. Moisture can be seen in the battery compartment. Performed the leak test and found a battery compartment leak as well as a battery compartment crack. Opened the pump case and found no further signs of moisture.